Event description:
It was reported the left ventricular lead was "broken" during pocket debridement for a device changeout. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).